Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Device not returned to manufacturer.

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, into the patient's right eye (od) on (B)(6) 2016. On (B)(6) 2016 the lens was exchanged for a longer lens due to the patient reporting low vault. The problem was resolved. As of the date of MDR reporting, the lens has not been returned for evaluation.

Manufacturer narrative:
Additional data: device evaluation: product evaluation found that the lens was returned bent and dry in the lens case/vial with clear surgical residue/debris on product. Visual inspection found the haptic torn. (B)(4).